Manufacturer narrative:
Article citation: pandika, veska, covington, matthew f. Fdg pet/CT and ultrasound evaluation of breast implant¿associated anaplastic large cell lymphoma. Clinical nuclear medicine. 28/jul/2019; 1-6. The events of lymphoma - alcl, lump/nodule, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "peri-implant fluid;" "pericapsular mass;" capsule and ¿associated masses¿ sent to pathology which confirmed bia-alcl.

Event description:
Journal article "breast implant-associated anaplastic large cell lymphoma incidence¿ reported left side "pericapsular mass, 3 foci of peri-implant uptake, peri-implant fluid," and "bia-alcl." Capsule and ¿associated masses¿ sent to pathology which confirmed bia-alcl. Treatment was provided in the form of implant removal and a capsulectomy. The manufacturer of the device is unknown. Device has been explanted.